Event description:
It was reported to boston scientific corp in 2009, that a resolution clip device was used during a procedure to repair a gastro-intestinal bleed procedure performed on the same day. According to the complainant, during the procedure, the physician had difficulty with proper deployment of the resolution clip. One of the clip jaws would not open. The physician successfully completed the procedure with another resolution clip device. There has been no report of pt complications or injury as a result of this event. Status of pt was reported as "pt is fine".

Manufacturer narrative:
Jaw failed to open. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.